Event description:
It was reported through the results of a clinical trial that a stent in the left popliteal was kinked with an area of slight filling defect. The area was stented 1.5cm proximal to prior stent. At some time post stent placement, an aortogram demonstrated occlusion of the previously placed popliteal stent. At a later date, the patient underwent left superficial femoral to peroneal bypass. The current status of the patient was not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11:section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that a stent in the left popliteal was kinked with an area of slight filling defect. The area was stented 1.5cm proximal to prior stent. At some time post stent placement, an aortogram demonstrated occlusion of the previously placed popliteal stent. At a later date, the patient underwent left superficial femoral to peroneal bypass. The current status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the physical sample was not available and images have not been provided. The reported issue could not be re produced which led to inconclusive evaluation result. Potential factors that could have led or contributed to the event reported have been evaluated. Therefore, previous investigations of similar complaints for different stent products have been reviewed. In stent restenosis may be caused by various factors and may occur inside non defective stents that have been correctly placed. Restenosis may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction or abnormal vessel geometry caused by stent implantation. Irregular stent placement as well as insufficient pre or post dilation may be contributing factors. Stent kinking may occur as a result of incorrect stent deployment. In this case poor information was available in regards to the placement procedure of the previously placed stent. Based on the information available a definite root cause for the event reported could not be identified. Labeling review: the lot number/ product code was not reported and a physical sample or image was not provided. It was not known which stent product was involved. Ifus have been reviewed that are potentially related to the event. Device holding and deployment as well as stenosis/occlusion were found addressed in the ifus potentially related to the event. H10: g4 h11: h6 (results), h6 (conclusion).

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of left lower extremity rest pain was scheduled for vascular intervention. The right common femoral artery was accessed and a left lower extremity angiogram demonstrated the distal superficial femoral artery to have some stenosis and the proximal portion of the stent w as patent. The anterior tibial artery was occluded. The tp trunk was patent and the posterior tibial artery was occluded. The occlusive lesion was crossed and an embolic device was placed in the predilated lesion. A drug-coated balloon was unable to track over the embolic protection, so a wire was placed. The occlusive lesion proximal to the stent was treated with a 5mm drug-coated balloon. There was a kink in the stent and an area of slight filling defect distally. The area was stented to 1.5cm proximal to the prior stent. Some time post stent placement, an aortogram was performed which demonstrated the mid sfa was completely occluded. The previously placed popliteal stent was occluded but reconstituted at the tibial peroneal trunk. Some time post stent placement, the patient was scheduled for let superficial femoral artery to peroneal artery bypass with non-reversed saphenous vein graft. There were no immediate complications.

Event description:
It was reported through the results of a clinical trial that a stent in the left popliteal was kinked with an area of slight filling defect. The area was stented 1.5cm proximal to prior stent. At some time post stent placement, an aortogram demonstrated occlusion of the previously placed popliteal stent. At a later date, the patient underwent left superficial femoral to peroneal bypass. The current status of the patient was not provided.